Event description:
The user facility reported that a hose from a system 1e processor was leaking, resulting in water covering nearby flooring and dripping to the floor below. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found a leak from the worm clamp on the uv inlet connection. The technician installed a hose with a factory crimp fitting, ran test cycles and returned the unit to service. The reported event is likely attributed to improper installation of the hose clamps on the uv light inlet connection as the processor was installed on the same day of the event. The proper installation method was reviewed with the technician subject of this event.